Event description:
It was reported that segments were missing on the display an the buttons were sticking. The reported blood glucose reading was 212 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the metal frame of the liquid crystal display board shorting out the electronic panel.